Manufacturer narrative:
The customer indicated that the issue was discovered while troubleshooting with the bci hotline that no accutni reagent pack was present in the designated slot in the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. Service was not dispatched for this event as root cause was determined during troubleshooting with hotline as user error.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining ind (indeterminant) flags for troponin (accutni) while performing qc testing on the access 2 immunoassay system. The customer indicated that no erroneous results were generated. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.